Event description:
It was reported that during the procedure in the heavily tortuous and heavily calcified mid left anterior descending artery, the xience v stent system was advanced after multiple pre-dilatations. The stent system would not advance and the physician pushed and pulled using excessive force. During withdrawal of the stent system, the stent dislodged in the non-abbott guide extension catheter. When the guide extension was removed from the anatomy, the entire stent remained partially contained within the extension catheter. No further treatment was performed and there was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection, ischemia, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted to treat in-stent restenosis of a non-abbott drug eluting stent in a chronic total occlusion (cto) lesion, it should be noted that the promus instruction for use (IFU) states that: "this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm". The promus IFU also cautions that: safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis and/or chronic total occlusions. Additionally, it should be noted that the promus IFU also states that: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Effects of multiple stenting using these stents combined with other drug-eluting stents are also unknown. In this case, it cannot be determined whether the IFU deviation(s) contributed to the reported patient effects.

Event description:
It was reported that during the procedure, no cross occurred. It was isr of cypher stent and chronic total occlusion lesion. The guide wire crossed the distal part of the lesion. Plain old balloon angioplasty (poba) was performed several times, and intravascular ultra sound (ivus) was performed. Three promus: 2.5 x 18, 3.0 x 28 and 3.0 x 28 were implanted from the distal right coronary artery (rca) to the proximal rca. After stent implantation, a dissection or hematoma was confirmed in the distal rca to the posterior descending artery or atrioventricular branch, and blood flow became worse. For treatment, long inflation with a 2 mm balloon was used and blood flow was recovered. The physician attempted to deliver the promus 2.5 x 23 mm to the distal the rca to the posterior descending artery or atrioventricular branch. The device got bumped into the proximal edge of the implanted promus 3.0 x 28. The double wire technique was performed, but it was unable to deliver the device. Poba was performed in the distal rca to the posterior descending artery or atrioventricular branch, which completed the procedure. Reportedly, three non abbott stents had been implanted. The proximal part of the lesion was slightly hard and the other part of the lesion was soft plaque. After poba was performed with a non abbott balloon, the physician suspected that plaque rupture or thrombosis might have occurred. However, the physician proceeded with the procedure. Per the physician, the three promus stents did not contribute to the dissection or thrombosis noted after pre-dilatation. The physician felt the dissection and thrombosis post-dilatation was due to a non abbott balloon.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s. The promus stents 2.5 x 28 and 2.75 x 28 are being filed under separate medwatch MFR numbers. The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant information.